Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During preparation, the handle was found broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event.